Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 412 mg/dl and 158 mg/dl within 10 minutes on the nano system. No adverse event reported. The alleged product is not available to return for evaluation.